Manufacturer narrative:
The device was not returned for evaluation as it was returned to (B)(6) . Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2019 for an unknown reason. During a review of investigation findings from lirc it was identified that the rod's pin is intact but it is impossible to unscrew the telescopic rod and the internal screw and there was presence of debris in housing tube.